Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. The cartridge was reloaded to address the issue. Blood glucose level was 153 mg/dl.